Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and revealed undersensing that resulted in the induction of a ventricular fibrillation (vf) episode. The patient was hospitalized, externally defibrillated, and intubated. The device was reprogrammed to resolve the event.